Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine [10 mg/ml] at a dose of 10.772 mg/day. The indication for use was unknown. It was reported on (B)(6) 2018 that the patient started to experience a loss of pain control but did not act upon this until the night of (B)(6) 2018, at which point the patient presented their self to the local emergency department and they then contacted the managing hcp. The exact date of the event was thought to be on or around (B)(6) 2018. The patient subsequently transferred to a private hospital this week on an unknown date. On interrogation the hcp stated that a pump motor stall had occurred and that the date was (B)(6) 2018. The physician was not aware of any environmental/external/patient factors that may have led or contributed to the issue and asked about mris or large magnetic fields but patient had not been in a scanner. Interrogation of the pump was done as diagnostics/troubleshooting but the motor stall had occurred more than 48 hours prior to interrogation so no troubleshooting was possible, per the manufacturer representative. Oral medication was commenced to replace the intrathecal medication. A pump change was planned but the patient currently had an infection so the physician planned on replacing the pump sometime next week on an unknown date. At the time of the report the patient status was "alive - no injury" and the issue was not resolved. The patient's medical history included cancer pain. The patient weight was asked and would not be made available. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. Additional information was received from a foreign hcp via a manufacturer representative on (B)(6) 2018 and on (B)(6) 2018. It was reported that the patient's infection was not related to the infusion system or incident and was a chest infection. As of (B)(6) 2018 the pump had been replaced and would be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.